Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate therapy due to lead noise. During the rv lead revision, low pacing lead impedance and variable thresholds were observed. No symptoms were reported. The lead was capped and replaced.